Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an occasional e222 malfunction during reprocessing involving an olympus camera head. The customer did not suspect a probable cause of the shattered light guide. There were no reports of patient involvement.